Manufacturer narrative:
Device not returned. Additional manufacturer narrative: through follow up with the health care provider, the explant operative report was provided and indicates this device was explanted due to calcification of the leaflets. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient health history has been provided. It is unknown if the device is available for return and evaluation. Therefore, we are unable to conclusively determine root cause for calcification of this device. If additional information is provided, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 27mm aortic valve was explanted after an implant duration of approximately 8 years. Operative report was provided and indicates this device was explanted due to severe recurrent aortic stenosis. The findings state the aortic valve was heavily calcified and none of the three leaflets moved at all. The aortic valve was excised and the annulus decalcified. A 27mm pericardial valve was used as a replacement.